Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level on december 14 was 326 mg/dl and she changed her set and in 90 minutes it was 456 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as thirsty and cranky. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that insulin pump received insulin flow blocked alarms for the third time. The insulin pump will not be returned for analysis.